Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: 407652 implantable pacing lead 2007 (B)(6); (B)(4) implantable cardioverter defibrillator 2013 (B)(6). (B)(4).

Event description:
It was reported that the while the patient was in the hospital and while having a continuous positive airway pressure (CPAP) machine removed that the device strip appeared to show 15 seconds of asystole. It was noted that the patient did not lose consciousness and was alert during the time and device interrogation showed stable lead measurements. When the right ventricular (rv) lead pacing resumed on the strip there appeared to be noise. The strip appeared to reveal the right ventricular (rv) lead sensing had small r-waves. The device and rv lead remain in use. No patient complications have been reported as a result of this event.